Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: it was reported that the issue was identified before the procedure. The intended procedure was completed with another device and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube was dented, the light guide bundle was broken, the video cable was scratched, and adhesive material on objective lens window. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation due to a failure of the universal cable the image turned green and purple; therefore, the image was abnormal. And for all the newly identified malfunctions mentioned above, the cause was traced to component failure of them. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.